Event description:
Right groin port-a-cath placement 3/4/98. X-ray on 7/12/98 indicates "radiopaque wire over right heart/superior mediastinum." On 7/17/98 successful removal of right atrial free catheter which had dislodged from rt groin port-a-cath with the use of a snare.